Event description:
Drug/diluent: naropin 0.2%. Fill volume: 550 ml. Flow rate: 8 ml/hr. Procedure: right tka. Cathplace: unk - anp. Date of surgery on: (B)(6) 2013. Nurse called to report a pt received a second on-q pump at discharge at approximately 5 pm on friday, on (B)(6) 2013. At 3 pm on saturday, on (B)(6) 2013, she noticed that the pump was the size of a golf ball and suspected that the pump had over infused. I asked her to clamp the pump and call the anesthesiologist on call. Pump filled with 550 ml of naropin. Pump was set at 8 ml/hr. Pt had a pain score of 0-1, no numbness or quad weakness. No signs or symptoms of local anesthetic toxicity. Sales rep asked the nurse to retain the pump and catheter so that it could be shipped back for an investigation on the product. Date and time infusion started on: (B)(6) 2013 at 5:00 pm. Date infusion ended on: (B)(6) 2013 (time was not provided).

Manufacturer narrative:
Suspect product is reported to be available and is currently pending return for an eval and investigation. A review of the device history record was conducted for the reported lot number. Results are not available at this time since we are awaiting return of the product, eval is still in progress. Per the DHR, the lot meet all MFR specifications at release. A follow-up report will be filed when the investigation is complete. Info from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.